Event description:
The patient was experiencing flank pain along with hematuria and a hgbn value of 189.0 and an ldh of 3406. There was cause for concern of thrombus so the pump was scheduled to be exchanged.